Manufacturer narrative:
Initial reporter name and address: pulmonary services department. PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue rhino from a blue rhino g2-multi percutaneous tracheostomy introducer tray was difficult to advance. The device was used during a percutaneous tracheostomy procedure; however, the physician discontinued use mid-procedure because the blue rhino was "too flimsy". The procedure was then completed with a competitor's device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: date of event occurred in may 2022. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information related to the procedure was provided on 12dec2022. Blunt dissection was performed. The hydrophilic coating on the blue rhino dilator was activated. The blue rhino dilator was lubricated before use.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation a representative of sutter medical center of sacramento (united states) notified cook on 22sep2022 regarding an issue with a blue rhino g2-multi percutaneous tracheostomy introducer tray (rpn: c-ptisy-100-hc-g-na-flex7.5; lot unknown). On an unknown date in may2022, a patient of unspecified gender and age underwent an unspecified procedure. The blue rhino dilator¿s hydrophilic coating was activated and was additionally lubricated before use. After blunt dissection was performed, the physician felt the one-step dilating rhino horn was to flimsy during attempted insertion. Another manufacturer's introducer kit was used mid-procedure to complete the procedure. No prolonged hospitalization or adverse effects to the patient were reported because of the event. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was able to identify two lots sold to the customer in the last three years. The device history record (DHR) for those lots and their subassembly lots recorded no non-conformances. A database search for complaints on the two lots found no complaints reported from the field. The information provided upon review of the dmr and DHR does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ptisgi2_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: warnings ¿improper dilation technique or tracheostomy tube placement can lead to delayed complications. Anatomic anomalies may make the procedure difficult to perform.¿ precautions ¿bronchoscopic guidance is strongly recommended during placement of this device to reduce the likelihood of paratracheal insertion and to determine the intratracheal position of the needle, wire guide, dilators and tracheostomy tube. An ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ instructions for use patient preparation ¿2. Place the patient in the tracheostomy position.¿ tracheostomy procedure ¿1. Palpate landmark structures (thyroid notch, cricoid cartilage) to ascertain proper location for tracheostomy tube placement. Access and , ultimately, tube placement is ideally made at the level between the first and second tracheal cartilages or between the second and third tracheal cartilages whenever feasible. 3. If desired, use a curved mosquito clamp to gently dissect vertically and transversely down to the anterior tracheal wall. With a finger tip, dissect the front of the trachea, in the midline, free of any tissues and identify the cricoid cartilage. Displace the isthmus of the thyroid downward, if present. Note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force and torque throughout the procedure. Excessive force and torque may lead to long-term complications. 13. Activate the hydrophilic coating by immersing the distal end of the blue rhino g2-multi dilator in sterile water or saline. 14. Advance the blue rhino g2-multi dilator and the building catheter as a unit over the wire guide, while maintaining wire guide position. 15. Begin to dilate the tracheal access site by advancing the building catheter and blue rhino g2-multi dilator into the trachea¿..while maintaining the visual reference points and positioning relationships of the wire guide, guiding catheter and dilator, advance them as a unit to the skin level mark on the blue rhino g2-multi dilator. Note: proper positioning and alignment may help minimize complications.¿ how supplied ¿¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. It is unknown if the blue rhino horn was advanced with the guiding catheter. It is possible patient anatomy contributed to the failure. It is also possible that there was an issue with the device. However, none of these possibilities can be confirmed without additional information and/or physical examination of the complaint device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.